Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf#: (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 02 feb 2021 were reviewed. On (B)(6) 2017, the patient had a right total knee arthroplasty to address degenerative arthritis. Depuy components were utilized including depuy patella and depuy cement x2. No complications were noted in the operative notes. On (B)(6) 2018 the patient had a revision of the right total knee arthroplasty to address loosening and pain. The femoral and tibial tray were noted to both be grossly loose. There was hypertrophic granulation tissue underneath the femoral prosthesis. The patella was found to be well aligned and well fixed and was retained. The femoral component was loose at the bone/cement interface, the tibial tray was loose at the cement/implant interface. The insert was revised with no allegations of deficiency. Depuy components were used during this procedure including depuy cement x2. Doi: (B)(6) 2017 dor: (B)(6) 2018 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous device history record (DHR) review was conducted. The DHR review revealed one unrelated non conformance on this batch. Micro and sterility tests passed.